Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime states: the xience prime stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product.

Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, right posterior tibia artery, the 2.5 x 38 mm xience prime stent delivery system (sds) was inserted and during advancing became crimped and the shaft fractured. The device was removed without incident and a second xience prime sds used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.